Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 325cc mentor smooth round moderate profile saline breast implant, catalog: 3501650, lot: 6428562, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, patient had bilateral removal and replacement with mentor saline breast implants on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 9/18/2019. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Correction: device return date 9/13/2019 was erroneously submitted in initial report. The investigation of the returned device was completed by the failure analysis lab on 10/15/2019. Device evaluation summary:. According to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a crease was noted on posterior aspect. A tear was also observed within the crease measuring approximately 0.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).